Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and blood/body fluid noted in the helix housing and in neck region. Analysis was unable to confirm reported clinical observations; lead passed electrical testing and lead tip and helix have no visible signs of damage or defect which would lead to dislodgement.

Event description:
Boston scientific received information that this patient was admitted at hospital for a lead revision due to high pacing thresholds and dislodgement; this right atrial lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.